Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that a mark was on an intraocular lens (iol) after it was inserted in a patient's eye. The mark disappeared after aspiration of the viscoelastic solution. The injector is thought to have caused the mark on the iol. The surgery was completed. There was no patient harm. This is one of two reports for this facility.

Manufacturer narrative:
The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage is observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. There was no interior damage observed to the coating. A photo was provided for the serial number in this file. The photo is of the lens in the eye. No fold lines are observed. The area of interest is marked with a red arrow. This appears to be loose foreign material. No other determination can be made from the photograph. Product history records were reviewed and the documentation indicated the product met release criteria. The device was evaluated and no damage was observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. There was no interior damage observed to the coating. Based on review of the provided photo the lens is not scratched and no fold lines were observed. The area of interest is marked with a red arrow. This appears to be loose foreign material. It has been indicated the material is removed with aspiration which would support that this is loose foreign material. The material was not returned for identification testing. The origin of the material cannot be determined. There no evidence the material came from the returned device. The manufacturer internal reference number is: (B)(4).